Event description:
Customer reported # 2pdo quill product used for tka procedure. It was reported that 7 days post op, the pt began experiencing swelling in his knee followed by a wound dehiscence which required an additional surgical procedure for closure. No additional information was obtained from the customer. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method: the device will not be returned. No product eval can be performed. Results/conclusions: a record review for the seven finished goods lots we currently have available in our saleable warehouse was performed. There were no non conformances issued for these lots. A query for the reported failure "dehiscence and inflammation - suture" was run with no negative trends identified. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided.